Event description:
In 2010 information was received that this left ventricular epicardial lead displayed high threshold measurements. The lead remained in service until the patient's whole system was taken out of service (B)(6) 2016 as the patient was septic with a device infection.